Event description:
It was reported this balloon ruptured at an unknown pressure during dilatation of a re-stenosed stent in the iliac artery. An inflation gauge to adequately monitor balloon pressure was not used during balloon inflation. It is believed the ballon may have become hung up on the stent resulting in balloon rupture. Following balloon rupture, a segment of the balloon material detached. The detached balloon segment was retrieved without further incident. The procedure was discontinued at that time. No further details are available regarding the circumstances surrounding this event or procedural outcome. However, follow up indicated the pt's condition is good. To date the device has not been returned to this MFR for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, dilatation of a stent. It was also indicated this device was inflated without the benefit of an inflation gauge. Co believes these factors may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event. Co's directions for use state: "it is essential that an inflation device with pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied. Do not exceed the maximum limits of the product... The rated burst pressure should not be exceeded... Inflation in excess of rated burst pressure may cause the balloon to rupture... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedure other than those indicated in these instructions is not recommended... Only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system."